Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387-40, lot# l77388, implanted: (B)(6)2000, product type: lead. (B)(4)

Event description:
The patient reported that they found the lead to be broken when they went to replace the right implantable neurostimulator (ins). The lead was replaced. Additional information received from the patient reported that the deep brain stimulation (dbs) inss had been replaced due to normal battery depletion. They had to do extensive work for the left side because the broken wire on the right side had cut into the neck. It was a red wire. Prior to surgery, the patient had not known the wire was broken. It was noted that those units had not yet been turned on. Relevant medial history included essential tremor and movement disorders. Follow-up was performed to determine the cause of the lead break and if the patient had experienced any symptoms related to this. This event will be updated if additional information is received.